Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported they had fibers in the eye during the procedure. It is not known if the fibers were removed during the same session nor the condition of the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Additional information provided. As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed. The customer reported that on a few occasions they have had fibers in the eye during surgery. A sample has not been returned for this complaint. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. Action will not be taken for this occurrence. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. Manufacturing management and quality engineering materials will be made aware of this complaint through the monthly complaint review meeting. The manufacturer internal reference number is: (B)(4).